Event description:
During an extraction procedure to remove two heart leads placed 18 years ago, the pt's blood pressure began dropping and a thoracotomy was performed. A large volume of blood was lost. Over an hour was spent trying to resuscitate the pt and unfortunately they were unable to get the pt stabilized with a blood pressure or with a definitive heartbeat. The pt expired.